Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 15 days after the dental implant was installed in intraoral region #12, it was verified its non osseointegration. Immediate load was performed and the implant was carried out immediately. Patient had low bone quality (bone type iii).